Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the rubber stopper remained in the tube (stopper/shield separation). This is event 2 of 2. The following information was provided by teh initial reporter: rubber stopper stuck in tubes after decapping - only plastic cap (safety cap) was removed. The department uses tla system. Issue is seen on several tubes and on different days/times. Please note that this issue causes large risk of damaging systems or probes in instruments. There was delayed results due to this.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Thirty (30) retention samples from bd inventory were evaluated by functional testing and no issues were observed related to the indicated failure mode of closure separation. The r&d retained sample test results were satisfactory. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the rubber stopper remained in the tube (stopper/shield separation). This is event 2 of 2 the following information was provided by the initial reporter: rubber stopper stuck in tubes after decapping - only plastic cap (safety cap) was removed. The department uses tla system. Issue is seen on several tubes and on different days/times. Please note that this issue causes large risk of damaging systems or probes in instruments. There was delayed results due to this.